Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. Additionally, high out of range pacing impedance measurements were observed. This lead was surgically abandoned and replaced with an epicardial lead. No additional adverse patient effects were reported.